Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz2 right; 5512-f-202; wdzu. Tri ts baseplate size 2; 5521-b-200; ae97hb. Triathlon femoral distal augment 10mm - size 2 right; 5541-a-202; tpti. Tri post augment sz2 5mm; 5543-a-200; aat9x. Triathlon femoral distal augment 10mm - size 2 right; 5541-a-202; jvez. Tri press-fit stem 12mm x 100mm; 5565-s-012; m8n24i. Tri press-fit stem 12mm x 100mm; 5565-s-012; m9c30i. Triathlon fem cone aug sz 1&2r; 5549-a-322; a5x0. Triathlon sym cone aug sz a; 5549-a-110; aeth. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient continued to present with pain and symptoms of infection had an I&d on (B)(6) 2017.